Event description:
Lad/diagonal bifurcation coronary lesion. Two passes were made with no issue. Preparation was made to start a third pass. Cutter was started, but the device was not advanced due to a disturbance in the control room. When cutter was turned off and device was retracted a perforation was noted. An attempt was made to seal the perforation with a 2mm balloon with no success. Patient was bleeding into pericardium, chest was cracked and pressure relieved in the cath lab. Patient entered afib several times and was converted to sinus rhythm. Patient was taken to surgery for CABG and perforation repair and then moved to ICU. Patient passed away the next day.